Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4)alleging the patient's onetouch verio iq meter displayed an 'error 2' message. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 3x daily and manages her diabetes with oral medications (type not specified). The alleged issue began on (B)(6) 2012. The reporter denied the patient made changes to her usual diabetes management routine. On the afternoon of (B)(6) 2012, the reporter claims the patient felt high blood glucose symptoms of 'vertigo' and headache. That same afternoon, the patient was taken to the hospital due to her reported symptoms. The reporter was not able to confirm if the patient's blood glucose was tested while at the hospital; however, the physician reportedly gave the patient extra oral medications as treatment. No additional treatment was provided. Replacement product was sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of 'vertigo and headache" does not meet lifescan's criteria for a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged 'error 2' message remained unresolved.